Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant, using 10f amplatzer trevisio intravascular delivery system. On transoesophageal echocardiography (toe) a small atrial septal defect (asd) (2mm) and large patent foramen ovale (3mm) were found. During deployment, the left atrial disc deformed to bulbous shape, and a flow through the asd continued. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed. A replacement device 25mm amplatzer cribriform septal occluder was used. The device was implanted successfully, covering both defects adequately. The patient was reported to be stable and recovering. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. Two images were received from the field appearing to show the occluder presenting bulbous deformation. A single tee image showed deployment of the pfo occluder across the inter-atrial septum with the left disc having a bulbous deformation in the shape of a heart and the right disc with a concave configuration. Subsequent tee images showed a pfo occluder with both the left and right discs relatively flat. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined; however the use of a larger than recommended sheath could have contributed to the reported event as the use of a larger sheath may influence deformations. Please note, per the pfo inspection procedure the recommended size delivery system for a 9-pfo-030 is an 8fna.